Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 53-year-old male patient presented to his (B)(6) dental office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2023 at tooth location #27. It was reported that the implant was not placed following an immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 before the second stage surgery. During the examination, the doctor determined that the implant had lost osseointegration and the implant was removed on the same day of visit using hahn implant driver. The opposing arch consisted of natural teeth. The patient exhibited symptoms of infection, which resolved after implant removal. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).